Event description:
A customer reported getting error message [4124] sample-z bump while running quality control (qc) on the aia-900 analyzer. The customer stated that one of the qc sample tube is missing from the rack following the error. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and also visually confirmed the missing sample tube. Fse was not able to reproduced error. While troubleshooting, fse found the missing tube inside the analyzer under the reagent table, it seemed the sampling nozzle dragged the tube inside the analyzer. Fse removed the sample tube and verified the sampling nozzle alignment positions, and all alignments were within specifications. Upon further inspection of the analyzer, fse found trace of leak on the sampling nozzle path which is an indication of partially clogged sample nozzle. Fse flushed the sample nozzle with decon material, then successfully ran hand touch level, clog sense and liquid level sense tests without error and within specifications. The customer performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4124] sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event is due to clogged sample nozzle.